Event description:
Per the patient's mother, the patient developed swelling and infection around the implant site. The patient was prescribed antibiotics (type unknown) on an unknown date. Additional information has been requested, but not provided as of the date of this report, (B)(6) 2012. Implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device, as of the date of this report.

Manufacturer narrative:
Implanted device remains.